Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that sparks occurred from the fenestrated bipolar forceps instrument, and the instrument was found to be scorched. The procedure was able to be completed. There was no additional information provided. Intuitive followed up with the customer and confirmed that there were no reports of patient injury.